Event description:
It was reported that an ilet user experienced high glucose readings after an infusion set supply change, announced meals to correct glucose, and administered external insulin without disconnecting from the system. Troubleshooting confirmed a dry, intact infusion site, correctly connected tubing with immediate drops on fill, and concurrent high glucose and expired insulin set alerts. User education was provided regarding meal announcements and correction use. Symptoms included hyperglycemia reaching 401 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, with a usage problem identified related to using meals as corrections and administering external insulin while connected to the ilet. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event. This report is being submitted for the use error of administering external insulin while connected to the ilet. A separate report has been submitted under report number 3019004087-2026-43431. For the use error of using meal announcements for corrections.